Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing threshold output of 2 volts at 0.4 milliseconds which was suspected to be due to the patient heart muscle anomaly. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.